Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient was experiencing a display issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported that the alleged issue with the subject meter showing black marks on the display began on an unspecified time of the day of (B)(6) 2011. She reported that the patient manages her diabetes with humalog (insulin pump therapy) and due to the alleged issue, on (B)(6) 2011, at 11:30 am, she denied the patient made any changes to her usual management treatment. The patient's reporter claimed at the same time, at 11:30 am, after the alleged issue started the patient was vomiting. Reportedly the patient was taken to the emergency room (ER), where her blood glucose was tested with an ER meter and on (B)(6) 2011, at 8:30 pm, IV fluids were administered. The patient's caller reported on (B)(6) 2011, at 8:45 pm, a blood glucose result was obtained of "483 mg/dl", and at 9 pm a result of over "700 mg/dl" was also obtained for the patient. The next day on (B)(6) 2011 at 8:30 am another blood glucose test was performed with a hospital meter, where a result of "312 mg/d" was obtained for the patient. Per the documentation, the patient had been hospitalized overnight. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (10/26/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.